Event description:
It was reported by the neurologist that the patient's father indicated that the patient did not speak for a week following previous generator replacement surgery. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.